Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. See attached picture for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was missing the cannula. The customer's blood glucose level was unknown at the time of incident. The device will be returned for analysis.